Event description:
It was reported that the universal modular electric/battery double trigger handpiece serial number (B)(4) started without action on the triggers. During the device evaluation, it was confirmed that the device starts itself. There was not patient harm and no surgery delay.

Manufacturer narrative:
Diagnosis: double trigger handpiece serial number (B)(4) was returned for complaint investigation. Upon receipt, it was confirmed that the electronic controller board was defective and that the device starts without action in trigger. Repair: the lower trigger and other parts of the trigger system were replaced due to calibration purpose. The electronic controller board, the motor, motors screws, motor ball bearings, battery support, trigger board, selector axis and all seals were replaced in the frame of the upgrade. The product was returned to the customer.